Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to customer's blood glucose. The customer, with technical support assistance, attempted to load a new cartridge using the proper technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, confirming that it was under warranty. The customer planned to use multiple daily injections as a backup insulin therapy and was instructed on how to put the malfunctioning pump into storage mode and return it to tandem using a pre-paid label within 10 days.